Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 10-mar-2023, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 22-jan-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. It was reported that a dye study found that the catheter was patent; however, the dye was pushed prior to aspirating the catheter. The patient was admitted to the ICU (intensive care unit). There were no environmental, external, or patient factors that may have led or contributed to the issue; no diagnostics and/or troubleshooting was performed; and no actions and/or interventions were taken to resolve the issue. At the time of the report, it was unknown if the issue was resolved, and it was indicated that the hcp had no further information to provide regarding the event.